Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8703w, lot# l80990, implanted: (B)(6) 2000. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was ¿septic and she¿s got hardware¿ and had been in the hospital for ¿a few days¿. The caller did not know when the condition began. The patient was to have an MRI performed the afternoon of the report. The caller did not know the reason for the MRI but did not think it was related to pump. The medication delivered by the device was not provided. Additional information has been requested but was not available at the time of this report.